Event description:
Facility reported that within five minutes after initiating treatment the pt became red and flushed. Pt rptd not feeling well. She then became unresponsive, cyanotic and was not breathing. CPR was initiated and the pt was transported to the hospital for evaluation. No sample is available for evaluation.

Manufacturer narrative:
Pir9700216.